Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed as no tunneler or tunneler sleeve samples were returned. Without receiving a sample for evaluation a definitive root cause for this event could not be determined. A photograph of the product was received for review. Based on similar reported complaints for tunneler 10006108 pulling through/detaching from the tunneler sleeve, the potential root cause of this issue is tunneler od dimensions (tapered section) where it mates with tunneler sleeve. No returned tunneler samples have been observed to be out of specification for the od dimensions. The damaged condition of the returned tunneler sleeves has prevented ID dimensions from being taken. The use and performance of the tunneler with sleeve is also dependent on end user technique, e.g. Size of tunnel incision and force applied. A review of the lot history records was performed for the reported packaging lot (5662144) for item number h787103028185 and purchased component tunneler 10006108 (ln 74091) and tunneler sleeve 10006082 (ln 73391) for any deviations related to the reported defect of the complaint. The review confirmed that the lots met all material, assembly, and performance specification. A scar was not sent to the manufacturer of the device as no confirmed supplier manufacturing non-conformances have been observed. Labeling review: the instructions for use, supplied to the end user: "use blunt dissection to create the subcutaneous tunnel opening. Attach the catheter to the trocar (a slight twisting motion may be helpful). Slide catheter tunneling sleeve over the catheter making certain that the sleeve covers the distal tip of the catheter. Insert the trocar into the exit site and create a short subcutaneous tunnel. Do not tunnel through muscle. The tunnel should be made with care in order to prevent damage to surrounding vessels. Warning: do not over-expand subcutaneous tissue during tunneling. Over-expansion may delay/prevent cuff in-growth. Lead catheter into the tunnel gently. Do not pull or tug the catheter tubing. If resistance is encountered, further blunt dissection may facilitate insertion. Remove the catheter from the trocar with a slight twisting motion to avoid damage to the catheter. Caution: do not pull tunneler out at an angle. Keep tunneler straight to prevent damage to catheter tip." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported that this facility is having several issues with all sizes of their duramax catheters. During a procedure, the tunneler of this stacked tip 55cm straight vasc-pak, broke off the catheter. The procedure was completed with this device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident; however, extra time was required to try and advance the sheath. The reported device is not available to be returned to the manufacturer for evaluation.